Event description:
The episode occurred during a routine neuro interventional procedure on a pt. Post insertion and during maneuvering, the guidewire was being torqued in combination with forward & backward movements, when it was sheared off at the end and thus became unresponsive to manipulation. The guidewire was removed in tandem with a microcatheter, noting that the guidewire had become broken. The wire was removed and replaced with another, successfully completing the procedure. All portions of the sheared product were successfully removed & accounted for, with no ill effect on the pt. The case was reported to have concluded without further complication, no specific injury resulted from the episode, and the pt is successfully recuperated without reported clinical sequelae.